Event description:
Reporter indicated that pt was experiencing lack of appetite. It was also reported that the pt has no interest in food and that the pt's family member spends several hrs trying to feed the pt at one sitting. Neurologist indicated that he believes that the pt's lack of appetite is directly related to vns stimulation since the pt did not experience appetite problems prior to vns system implant. It was reproted that the pt has not experienced any significant weight loss because of the pt's family member. It was also reported that the pt's family member would like to keep the device programmed to on as they have noticed that the pt has experienced improvement in seizures with vns therapy.